Manufacturer narrative:
We have not received the device for evaluation since the device is still in the possession of the hospital. The surgeon confirmed that the device was used in a vessel with calcified plaque. Our IFU clearly/appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. All of the (B)(4) units manufactured under this lot has been sold. The current rate of occurrence for these kinds of events for the last three years is (B)(4). Per our product fmea, the expected rate of occurrence is (B)(4). The current rate of occurrence is in line with our risk documents. We have contacted the distributor who reported this incident to us several times for additional information on the incident but we were unable to receive any more information.

Event description:
This is report 2 of 2 (please refer to 1220948-2018-00040 for another report). Balloon ruptured during the embolectomy procedure.